Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of 388 mg/dl at the time of the incident, as the pump was not working. The customer used the pump and manual injections to treat. The customer was wearing the insulin pump during the incident. The pump got 3 unexpected restart alarms as well as another alarm. The pump went blank after the first alarm. The pump clock was not advancing. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.